Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the lad. Approximately 13 months post procedure patient suffered of covid-19 and died due to complications of covid19. The death is classified as unknown.